Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to bit flip in lead impedance/battery voltage trend data.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a bit flip and the battery voltage was not available during interrogation. The device is planned to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.